Event description:
It was reported that during an unknown procedure, the clip applier bent. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition, two pictures were returned with the device and ees field quality engineer provided the following summary after review: "observations: both pictures show the bent clip clearly. Per the picture orientation it appears to me that the bent clip was the first of the 2 clips placed on that structure. The clip has a definite bend where both legs are bent in the same direction. Based on the radius of the bends, it is my opinion that the bending occurred sometime after the clip was placed. Comments: based on my experience the only way a clip can get bent in this fashion is to be crimped between two objects or jaws. The clip applier jaws are designed such that the clips legs would slide past each other during forming before they would bend in this fashion distal of the clip loop. I have seen similar clip shapes but they were the result of the user attempting to make the clip more secure and clamped on it in an attempt to close the clip down further. Conclusion: in my opinion, the clip was captured between the jaws of some instrument and/or device after it was placed and clamped on either inadvertently or attempting to compress the legs further causing a bend of this fashion."